Event description:
It was reported that the tip of the instrument broke during a procedure with no harm to the patient. The tip of the instrument was located.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned elevator. The elevator shows signs of multiple uses including marking/ scratching on the elevator surface. Further inspection shows the tip of the elevator has fractured. The complaint is confirmed. A determination cannot be made as to what caused the device to fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, d9, g3, g6, h2, h3, h6 and h10.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h2, and h10. Correction to g3: initial notification date: (B)(6), 2022.

Event description:
No further event information is available at the time of this report.